Event description:
On (B)(6) 2012, pt reported seeing black spots on her infusion device display. Pt stated she first noticed the issue about 2-3 weeks ago. Pt reported she has continued using the infusion device. Pt stated the black spots cover the first number in the insulin amount. Pt reported she may have dropped it before the incident because she sometimes drops it when she is sleeping, but cannot recall. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.